Event description:
Pt called lfs in september 2003 alleging that the one touch ultra meter would only prompt error 1. Medical affairs specialist were spoke with pt the following day to obtain additional info. Pt had been unable to test for 4 days due to the error 1 message. Pt started feeling dizzy, weak, and sick to the stomach during the time of concern. Pt decided to visit the hospital due to the symptoms. The hospital meter read "516 mg/dl". Pt was treated with IV fluids and insulin. Pt was released the following morning with a blood glucose level of "310 mg/dl". Pt was sent home with a high blood glucose level and pt was able to lower it to "100 something" that evening. Pt started developing high symptoms the next day and decided to go back to the hospital. The urine test showed a glucose level of "1000". Pt was unable to test with their meter throughout the time of concern. The hosp was unable to explain the reason for pt's high blood glucose levels. Pt took their regular amount of insulin throughout the time of concern, even though pt did not know the blood glucose level. Pt was unable to troubleshoot, since pt did not have quality control supplies. Hence, there is no evidence of a meter malfunction. However, the pt did suffer an adverse event, since pt developed high blood glucose symptoms, was unable to test, and had to receive treatment for high blood glucose levels.